Manufacturer narrative:
The insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to confirm unexpected restart error.

Event description:
Customer reported via phone call that the insulin pump received multiple pump errors. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer stated that they were able to complete rewind. The device will be return for analysis.